Event description:
It was reported mismatch and deflection were seen on the pen contact despite the calibration. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found the bezel was damaged, the mismatch and deflection were at a minimum. The touch screen assembly was replaced as a preventive action. Analysis also found one latch of the cable bay was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.